Event description:
Patient reported infusion set not sticking to his body. Patient stated that he switched to a different type of infusion set. He did not report any physiological effects associated with this issue. The patient did not report assistance by a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.